Event description:
It was reported that during a routine check by getinge personnel, it was noticed that the cardiosave intra-aortic balloon pump (iabp) display had two damaged dark spots on the large screen located at the bottom left and right areas of the screen. There was no patient involvement, no adverse event or harm was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, e1 (event site telephone), h6 (type of investigation, investigation findings,medical device ¿ problem code, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit. The fse confirmed that the screen had two damaged spots. The customer denied that the screen was hit. The display top lcd (0160-00-0127) was replaced free of charge under the warranty period. The unit passed all functional and safety checks to factory specification and was cleared for use.

Event description:
It was reported by getinge fse that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a damaged point on the display screen. No patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.